Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the black box shows dates from (B)(6) 2016. Bb data from date of complaint has been overwritten. Current bb shows no evidence of a "intermittent power" event. No battery cap or cartridge cap returned. All testing performed with test caps. Battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).